Event description:
Dr. Revised a right mako medial uni to a total knee triathlon due to pain. No evidence of loosening or allegations against the components. It has been reported that no further information will be provided due to hospital policy. The revision surgery was completed robotically.